Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the pt presented with an acute mi. During preparation of the device, the stent dislodged in the stylet; however, it was not noticed until attempting to inflate and place the stent. The stent delivery sys (sds) was withdrawn and the procedure was completed using a 3.5 x 18 mm vision stent. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Eval summary: qa analysis revealed that the sds was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen and balloon. The stent implant was dislodged from the balloon and returned inside the protective sheath. There was a bend in the fourth row of proximal struts. There was no other damage noted to the stent implant. The balloon was loosely folded. There were crimp marks visible between the markers. There were five kinks in the inner and outer members 2.2 cm, 5.6 cm, 8 cm, 10 cm and 11.4 cm distal to the guide wire exit notch. There were five kinks in the hypotube 12.5 cm, 29 cm, 41 cm, 62 cm and 78.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. The orange protective sheath was returned. A snap gauge was used to measure the stent implant outer diameters and they met mfg criteria. Pin gauges were used to measure the inner diameter of the orange protective sheath. Product performance engineering reviewed the incident info and results of the returned device analysis. Analysis of the returned device did find the stent dislodged from the balloon inside the protective sheath, which is consistent with the reported dislodgement outside the body. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during prep, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of mfg. Analysis of the returned device indicates the presence of crimp marks between the markers of the loosely folded balloon, suggesting that the stent implant was at least crimped onto the balloon at the time of mfg. Presence of contrast in the inflation lumen and balloon with the balloon loosely folded is consistent with the reported attempt to deploy the stent before it was realized that the stent was missing. But it could also indicate that positive pressure was applied to the sys prior to use. If positive pressure was applied to the sys during preparation, this may have contributed to the stent dislodgement during removal of the protective sheath. The inner diameter (ID) of the returned protective sheath was noted to be slightly undersized. Changes in the ID of the finished goods protective sheath may be caused by temperature, handling, and end user. The change may have necessitated add'l force during removal of the sheath which may have contributed to the dislodgement of the stent. However, it is expected that there would have still been enough clearance with the stent implant presenting little interference. The returned stent implant outer diameters met mfg criteria. The noted bend in the fourth row of the proximal strut may have resulted from handling of the stent implant after the reported dislodgement. Ultimately, the root cause of the reported stent dislodgement is unk. As previously mentioned, the stent implant was not noticed missing until after the sds was inside the pt. It should be noted that it is prescribed in the instructions for use that: prior to using the guidant multi-link vision rx or guidant multi-link vision otw coronary stent sys, carefully remove the sys from the package and inspect for bends, kinks and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. In this instance, the inadherence does not appear to have caused or contributed to the reported dislodgement and there was no impact to the pt. A review of the finished device lot history record did not reveal any non-conforming material reports. This MDR is considered closed by the product performance group.